Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post-paced t-wave oversensing. No interventions were made and the patient will continue to be monitored. There were no patient consequences.

Event description:
New information received noted that programming interventions were made. The patient was asymptomatic.